Event description:
It was reported that during a lap hysterectomy, the jaw had a difficulty in opening/closing in the first device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.